Event description:
Baxter product surveillance received a report from a home pt's nurse that a home pt and a transfer set separated from the quinton betacap adaptor (plastic, part #661001) used to connect to the catheter. The home pt awoke during the middle of the night and noticed that their belly was getting wet. The pt looked down and saw that the transfer set had disconnected. The home pt had been using peritoneal dialysis since 04/2005, and this particular transfer set had been placed 02/2006. Although prophylactic antibiotics were administered (1g cephazolin, intraperitoneal), there was no pt injury or medical intervention associated with this incident.